Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, impedance measurements of greater than 2000 ohms, and loss of capture. A surgical revision was performed to explant and replace the lead. During the procedure, noise was reproduced when handling the lead. It was noted that during the initial implant of the lead, it took greater than 30 turns to extend the helix, and the patient had tortuous anatomy to implant the lead to a high septal position. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, impedance measurements of greater than 2000 ohms, and loss of capture. A surgical revision was performed to explant and replace the lead. During the procedure, noise was reproduced when handling the lead. It was noted that during the initial implant of the lead, it took greater than 30 turns to extend the helix, and the patient had tortuous anatomy to implant the lead to a high septal position. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.